Manufacturer narrative:
Due to initial character limit, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had the positive pressure was too low and the compression pump made an abnormal sound. Event happen before use and it did not cause any harm to the patient.

Manufacturer narrative:
Updated fields: b4, e1 (event site address), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) states, after on-site inspection, it was found that the compression pump of the equipment was faulty and needed to be replaced. The hospital plans to purchase a warranty contract for the equipment and will order a replacement compression pump after the hospital procedures are completed. After replacing the compressor, scroll (0119-00-0236), pressure calibration was performed. The equipment passed the pre-use inspection. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. A getinge field service engineer (fse) states, after on-site inspection, it was found that the compression pump of the equipment was faulty and needed to be replaced. The hospital plans to purchase a warranty contract for the equipment and will order a replacement compression pump after the hospital procedures are completed. After replacing the compressor, scroll (0119-00-0236), pressure calibration was performed. The equipment passed the pre-use inspection. After frequent use of the heart cable, there will be a problem with the poor contact of one of the connectors. The contract promises to provide users with a spare heart cable. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.